Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat uterovaginal prolapse, rectocele, cystocele, enterocele and stress urinary incontinence on (B)(6) 2008 and mesh was implanted with concurrent vaginal hysterectomy and bilateral salpingo-oophorectomy. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent vaginal hysterectomy, bilateral salpingo-oophorectomy due to uterovaginal prolapse, rectocele, cystocele, enterocele, and sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with a enterocele repair, a&p colporrhaphy, uterosacral colpopexy, and perineorrhaphy. No additional information was provided.